Event description:
Report received from an international affiliate of a leak of chemotherapy. The report reads: "the set was connected to the patient via a port-a-cath. The IV solution was nacl at 50 ml/hr. The nurse then prepared and primed the primary piggyback set 11965-001 with a chemotherapeutic agent described as "irinotecan." She connected the 11965-001 to the clave "y" port of the main primary line 11960-001. The clave port was "accessed then started to leak and then broke." The chemo drug leaked onto the floor. There were no consequences for the patient or the nurse reported. The treatment was immediately interrupted and therefore the drug stopped. The report indicates that treatment was interrupted, and that there was some backflow of blood but no blood loss and also that the drug dose was not missed but rather delayed. Corrective action was immediately taken as follows: "the drug was stopped and both IV sets were changed. No further problem occurred except for the treatment delay." There is no specification as to where exactly the clave "y" port was borken or leaking from. This specific information will not be available." Upon further query the following information was provided. This set up did not invlove the use of a pump. The clave was accessed "a few inches from the patient," and "the nurse noted the leakage after connecting both sets."